Event description:
During the procedure, it was reported the second implant could not be detached despite three attempts with the instant detacher. Another coil was used to successfully complete the procedure.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Manufacturer narrative:
The pusher assembly was returned for evaluation with the implant coil still attached. The evaluation could not determine the cause of the reported event as the implant coil detached as intended with an in-house instant detacher during the evaluation. All devices are 100% for damages and irregularities during manufacture. (B)(4).